Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture post procedure. As a result, explant without replacement was performed on (B)(6) 2020. See 1645337-2020-03815 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5693723, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).